Event description:
(B)(4).

Manufacturer narrative:
Unable to reproduce the problem. Performed a hard shutdown of the cns and restarted. Nihon kohden on call tech support verified the cns started with no issue, verified there was no raid hard drive errors, the nk application started and was operating as normal.